Manufacturer narrative:
This event occured in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. The returned device was inspected by alber. The reported issue - where the e-fix allegedly moved forward rapidly when attempting to drive in reverse- could not be reproduced. No anomalies or defects were identified on the device.

Event description:
Narrative translation allegedly, when attempting to drive in reverse, the device moved forward rapidly, causing the patient to collide with a railing and sustain impact to the knees. The patient subsequently experienced back pain and was diagnosed with a vertebral fracture. The patient is unable to confirm whether the fracture resulted directly from this incident.